Event description:
It was reported that the customer experienced regular high blood glucose (bg) levels resulting in diabetic ketoacidosis. Reportedly, the diabetes educator suspected that the pump delivered less insulin than requested for a bolus; however, this could not be confirmed. A correction bolus was delivered via the pump to initially address bg. Subsequently; the customer went to the emergency room and was hospitalized where the customer was disconnected from the pump and treated with insulin via manual injections. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer declined to perform further troubleshooting with the technical support team.